Event description:
On (B)(6) 2010, a doctor reported that patients had to return to his office to have their restorations and fillings redone because the demi handpiece that was used had not cured the composite material.

Manufacturer narrative:
An evaluation of the returned product indicated that the cause for the low radiant output and subsequent incomplete curing was due to a weak spring in one pogo which prevented sufficient contact with the battery pad, resulting in a resistive connection and current capacity loss. In addition, it was found that the user did not follow the instructions for use in which it is highly recommended that a hardness disk be used to ensure that composite has cured completely.

Manufacturer narrative:
According to the doctor, the composite had not cured after using the demi on patients' fillings and restorations. Because of this, the patients had to return to the doctor's office for re-treatment. The doctor did not specify the number of patients that required re-treatment. An evaluation on the returned product is currently being conducted. A follow-up report will be submitted when the results of the current investigation are available. Device evaluation in process

Event description:
On (B)(6), 2010 a doctor reported that a patient lost a sybronpro tl implant two (2) weeks after placement due to peri-implantitis.